Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. After investigation/inspection of device found cartridge neck, head cap and main pcb defective - they were replaced.

Event description:
In this event it is reported that a x-smart w/contra angle eur won't hold files. No injury occurred.